Manufacturer narrative:
Livanova received report that error code ee05 (pump does not start (measured by power consumption: power consumption is too low) on patient side occurred during setup; no harm to patient reported. The livanova field service representative that reached the facility confirmed the reported issue and replaced the stirrer motor 96-410-719 according to the service manual (5.2.2, cp_sem_16-xx-xx). The device returned to service. A review of the DHR could not identify any deviations or nonconformities relevant to the issue. No specific action was currently deemed necessary, livanova maintains and document periodic customer events monitoring process in order to evaluate actions for products improvement.

Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). Livanova initiated an investigation. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t displayed an error code during maintenance. The circuit where affected by the error is unknown. The involvement of the stirrer motor cannot be excluded. There was no patient involvement